Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of composix kugel mesh, patient was diagnosed with infection, abscess, adhesions, granuloma, inflammation and necrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions & inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no.), d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #1). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix l/p(device #2) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the hernia was identified and dissected free down to the level of fascia. The defect was noted and a composix kugel mesh (device #1) was sewn with sutures." (B)(6) 2007- patient was diagnosed with draining umbilical granulation wound thereby underwent excision of granulation tissue and closure of umbilical hernia. Per operative notes, "the granulation and necrotic tissues were completely excised along with a suture. The fascial edges were adherent to the underlying mesh (device #1)." (B)(6) 2008 - patient was diagnosed with chronically infected hernia mesh thereby underwent open repair with removal of mesh (device #1) and implant of biologic mesh. Per operative notes, "the infected mesh (device #1) was removed completely. A small portion of omentum adherent to the mesh was also excised. A piece of biologic mesh was sutured." (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia (x4) thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #2). Per operative notes, "adhesions noted at the abdominal cavity and multiple hernia defects adjacent to midline was also noted. Two large incarcerated defects were adhesed to the loops of small bowel. This was taken down. A composix l/p mesh (device #2) was placed and sutured." (B)(6) 2009 - patient was diagnosed with intra-abdominal abscess thereby underwent drainage of abscess and removal of mesh (device #2). Per operative notes, "the mesh (device #2) was identified with large amount of yellow fluid, the mesh was somewhat adherent to the bowel. The mesh (device #2) was removed completely. Multiple abscesses were found in each quadrant and drained. The necrotic fascia was debrided." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of synthetic mesh. Attorney alleges that the patient had abscess, adhesions, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent additional surgeries on (B)(6) 2007 for the excision of granulation tissue, (B)(6) 2009 for recurrent incisional hernias, (B)(6) 2009 for an intra-abdominal abscess, (B)(6) 2009 for debridement of abdominal wall fascia, (B)(6) 2011 for recurrent incisional hernias and (B)(6) 2011 and for an infected abdominal wall hematoma.